Manufacturer narrative:
Siemens requested customer for further information and data files of device for investigation. Customer was contacted several times but customer was unable to provide the required logs. Without the required information, an investigation cannot be performed. The cause of this event is unknown.

Manufacturer narrative:
Siemens has requested further information from the customer, for investigation. The cause of this event is unknown.

Event description:
The customer received discrepant total hemoglobin results on siemens rp500e device as compared to results on a non-siemens device. There is no report of injury due to this event.